Event description:
The customer reported that she went to the hospital where she was treated with IV fluids. She also reported that the cannula was kinked and looked "split down the middle".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospital visit for hyperglycemia. Lot qualification records were reviewed and the product let met all acceptance criteria.